Manufacturer narrative:
The reported events were helix mechanism issue and operation issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix was retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited an operation issue that resulted in difficulty obtaining desired placement. After several repositioning attempts, the helix coud no longer extend. The lead was successfully exchanged. The patient was stable.